Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/03/2015 with the following findings: a review of the pump¿s black box history showed that cs 69 call service alarms written as cs 87 call service alarms were recorded. During testing, the pump emitted a cs 69 call service alarm at power up. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad. No battery or cartridge cap was returned with the pump. Test battery and cartridge caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter alleged that the pump emitted a cs 069 call service alarms. It was noted that the alarm was not able to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).